Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely the foot captured the suture during closing of the foot inducing the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique prior to an interventional atrial fibrillation (af) ablation procedure. Reportedly, during suture harvesting from the first prostyle, the blue suture was caught onto a segment of the prostyle. The suture was cut and removed from the vessel. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a greater than 8.5fr sheath and the af ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.